Event description:
This patient suddenly stopped hearing with his device on 04/2006. The patient and his parents reported no fall or head trauma before the incident. External equipment was exchanged, but that did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the devcie was not functioning according to the manufacturer's specification. Explantation and reimplantation surgery plans were not reported in cochlear at this time.